Event description:
This is a spontaneous case report received from a other health professional via regulatory authority (case# (B)(4) in (B)(6) on 19-dec-2013 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 with lot number 829058. Ultrasound was done on an unspecified date and showed that insert was visualized up to internal orifice. Hysteroscopy was performed to confirm diagnosis: a part of essure insert placed on (B)(6) 2011 was visualized. On (B)(6) 2012, the spring was found in uterine cavity, still attached to a small part remaining in fallopian tube. Trailing coils were cut. Clinical consequence for the patient was metrorrhagia. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and one year and 3 months later, during hysteroscopy , the spring was found in uterine cavity, still attached to a small part remaining in the fallopian tube (interpreted as device partial expulsion). Trailing coils were cut. Device expulsion is anticipated in the reference safety information for essure. Although the exact date and mechanism of device expulsion is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since an intervention was required. Other non-serious events were reported. A product technical complaint analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. Lot number 829058 manufacturing date: 2011/02 expiration date: 2014/ 02. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-nov-2016: quality safety evaluation received. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and one year and 3 months later, during hysteroscopy , the spring was found in uterine cavity, still attached to a small part remaining in the fallopian tube (interpreted as device partial expulsion). Trailing coils were cut. Device expulsion is anticipated in the reference safety information for essure. Although the exact date and mechanism of device expulsion is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since an intervention was required. Other non-serious events were reported. A product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 27-dec-2016: no further information was provided despite follow up attempts. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and one year and 3 months later, during hysteroscopy , the spring was found in uterine cavity, still attached to a small part remaining in the fallopian tube (interpreted as device partial expulsion). Trailing coils were cut. Device expulsion is anticipated in the reference safety information for essure. Although the exact date and mechanism of device expulsion is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since an intervention was required. Other non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.